Event description:
It was reported that the console displayed error codes 48 (sis-fiber is not lumenis fiber (or no sis detected)), 58 (self-test process failure (one of the tests completed with fail status)), 150 (laser deck - fiber not connected) and 188(cooling system error-cooling flow switch error). The console was rebooted but it did not resolve the issue and the procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
A field service engineer (fse) checked the device in the health care center. Errors 58,188 and 48 were confirmed and the device could not be used. The mmcu was removed and replaced, the issue was resolved, and the unit was functioning as intended. Most likely the damaged mmcu could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that the console displayed error codes 48 (sis-fiber is not lumenis fiber (or no sis detected)), 58 (self-test process failure (one of the tests completed with fail status)), 150 (laser deck - fiber not connected) and 188(cooling system error-cooling flow switch error). The console was rebooted but it did not resolve the issue and the procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.